Event description:
It was reported that the cardiac output value was abnormal and cardiac index was showing around 0.7l/min on the patient without cardiac function problem. Systolic pressure was around 120. It was also indicated that there was no air bubble or extra tubing added to the kit. The sensor was exchanged and the values returned to normal. Only the sensor will be returned for evaluation. There were no patient complications reported.

Manufacturer narrative:
Received one flotrac sensor with attached IV tubing set. No error message was observed on the vigileo monitor and pressure monitor. Flotrac sensor and dpt zeroed and sensed pressure accurately on the vigileo monitor and pressure monitor respectively. Electrical testing showed that both input impedance and output impedance were within specifications. The zero-offset also met specifications. A review of the manufacturing records indicated that the product met specification at the time of release. The dpt instructions for use provide the following information and guidance related to abnormal pressure readings: pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Warning: abnormal pressure readings should correlate with the patient¿s clinical manifestations. Verify transducer function with a known amount of pressure before instituting therapy. Caution: significant distortion of the pressure waveform or air emboli can result from air bubbles in the setup. Note: poor dynamic response can be caused by air bubbles, clotting, excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. It could not be determined if any clinical factors may have contributed to the event. No further actions will be taken at this time.